Manufacturer narrative:
(B)(4). Device is a combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Taxus liberte clinical study. It was reported that post a stenting treatment procedure, stent thrombosis, stent under expansion and myocardial infarction occurred (mi). The patient presented due to q-wave st elevation mi. The 90% stenosed and 21mm long target lesion was located in the proximal left anterior descending (lad) artery with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.0x24mm taxus liberte stent, resulting in 0% residual stenosis. The following day the patient was discharged on aspirin and prasugrel. (B)(6) 2011 - the patient presented with chest pressure radiating to his arms associated with diaphoresis. An EKG revealed evidence of acute anterior wall q-wave mi with reciprocal st segment depression. Coronary angiography revealed stent thrombosis of the 3.0x24mm taxus liberte stent and an occluded ostial and proximal lad with little or no significant collateral flow. The in-stent thrombosis was treated with thrombectomy using a non-bsc aspiration catheter, which restored flow leaving a small amount of residual thrombus. Then the physician performed angioplasty using a non-bsc balloon. Intravascular ultrasound (ivus) revealed significant under-expansion of the 3.0x24mm taxus liberte stent, which was treated with a non-bsc balloon at high pressure. Repeat ivus revealed, "some under-expansion at the distal end of the stent and particularly at the ostial part of the stent." A third ivus revealed good stent apposition. Post angioplasty timi ii flow was noted which improved to timi iii flow following vasodilator treatment. The events of mi and stent thrombosis were considered resolved with residual effects and the patient was discharged four days later.